Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not expected to be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for right external iliac bleeding post procedure. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4+. Two mitraclips were successfully implanted, reducing the mr to 2+. Reportedly, there was no issue with steerable guide catheter (sgc) insertion and no resistance noted during sgc use. There was no device malfunction. Post-procedure, right external iliac artery bleeding was noted. As treatment, a percutaneous intervention and a blood transfusion was provided. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of bleeding/hemorrhage, anemia and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage and tissue damage were likely a result of procedural conditions as the steerable guide catheter (sgc) was inserted into the anatomy through an incision in the right groin and femoral vein; the reported anemia was likely a secondary effect of the hemorrhage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2018, as treatment for the right external iliac bleeding, three coils were implanted. On (B)(6) 2018 and (B)(6) 2018, low hemoglobin around 9 g/dl was noted.